Event description:
A foreign customer called about an error code that he had received when testing with a contour meter. Customer service performed control tests using the customer's test strips and received a result of 491 mg/dl. The normal control range was 106-147 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were given to the customer.